Manufacturer narrative:
Complaint confirmed based on the fragment returned. The broken implant and damaged threads indicate the most likely cause include improper bone prep, misaligned insertion, prying/leveraging the device during insertion and/or shallow driver engagement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl revision procedure, the surgeon was trying to fill a femoral socket with a bio-composite interference screw, ar-4020c-08. He used a fast thread 8mm tap to prep the socket and inserted the screw. Upon insertion, the tip of the screw sheared off. The body of the screw was removed but the tip was left in. The surgeon opened a second bio-composite interference screw, ar-4020c-08 from a different lot number and attempted to insert the screw in the same socket to secure the distal tip of the first screw. He was able to advance the screw up to 80% before the head of the screw sheared off. The head was removed from the joint and the surgeon used a shaver to grind the screw flush with the bone. The case then went on as planned and was completed with no further incident. The original procedure was not completed with arthrex hardware.